Event description:
It was reported that this pacemaker was explanted due to an unknown issue. A new device was successfully implanted. No additional patient adverse effects were reported. This device remains in hospital possession and will not be returned to boston scientific for analysis.